Event description:
It was reported the customer had a keypad anomaly. The customer stated their buttons would intermittently stick. Customer has changed their battery, but the issue persisted. Customer's blood glucose was 219 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No number ramping anomaly was noted. The insulin pump was received with minor scratches on the display window, cracked case at the display window corner and a cracked reservoir tube lip.